Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device but could not reproduce the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer.  A cause of the reported issue could not be determined.

Event description:
A third-party service agent reported to physio-control that the display on their customer's device went dark after a second defibrillation shock had been administered to the patient. It was reported that the power leds were illuminated, but the device would not respond. After approximately one minute, the device restarted. The customer could not confirm if the device restarted by itself or by pressing the power button. The patient had return of spontaneous circulation (rosc) at the hospital.